Manufacturer narrative:
H6: investigation results - the revision reported may have been the result of polyethylene wear as stated in the legal documentation. The extent and root cause of the reported polyethylene wear cannot be determined as the explanted device(s) were not returned for evaluation and radiographs, photographs, or operative notes were not provided.

Event description:
As reported by the legal brief, on or about (B)(6) 2010, the patient underwent a left total knee replacement and was implanted with an exactech optetrak logic comprehensive total knee replacement. On or about (B)(6) 2013, the patient underwent a revision surgery on his left knee. A second revision procedure was performed on (B)(6) 2019, approximately 6 years post the first revision procedure. As a result of defendants¿ failure to properly package the devices prior to distribution, the polyethylene liner prematurely degraded and plaintiff required revision surgeries due to severe pain, swelling, and instability in the knee and leg. These injuries were caused by early and preventable wear of the polyethylene insert and resulting component loosening and/or other failures causing serious complications including tissue damage, osteolysis, permanent bone loss and other injuries. The patient experiences daily pain and discomfort in his left knee which limits his activities of daily living and impacts his quality of life. No device returns anticipated due to this being a legal case. No further information.

Manufacturer narrative:
Common device name: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer additional information, including the product investigation, will be submitted within 30 days of receipt.